Event description:
The pt was initially intubated on 8/23/97 at 10:08am in the field. The sims-6100-16-16fr. Closed ventilator suction system was attached to the pt's airway. On 8/24/97 the pt required an elective extubation and re-intubation secondary to thick blood tinged mucus plug with purulent secretions. On 8/25/97, nursing notes indicate severe bleeding during suctioning of the airway. On 8/26/97, pt being suctioned for large amount bloody secretions and required re-intubation. Pt was finally extubated on 8/29/97.